Event description:
Event verbatim [preferred term] blisters/did not feel that the heat was too much or that it would have caused such a burn [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare menstrual) from unknown date for bad the cramps. Medical history and concomitant medications were not reported. Consumer recently tried the thermacare menstrual heat pads and wore it to work because of how bad the cramps were that consumer had. Consumer followed the directions and felt relief and was very happy with the results. However around 1pm consumer felt uncomfortable and went to the ladies room only to see that had developed to blisters one of which had already popped and another filled with liquid. Consumer couldn't believe it did not feel that the heat was too much or that it would have caused such a burn. This was painful and consumer was disappointed in the product. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Blisters/did not feel that the heat was too much or that it would have caused such a burn [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. This female patient of unknown age started to receive thermacare heatwrap (thermacare menstrual, lot #: s68523, expiration: may2018) from unknown date at unknown frequency for bad the cramps. Medical history and concomitant medications were not reported. Consumer recently tried the thermacare menstrual heat pads and wore it to work because of how bad the cramps were that consumer had. Consumer followed the directions and felt relief and was very happy with the results. However around 1pm consumer felt uncomfortable and went to the ladies room only to see that had developed to blisters one of which had already popped and another filled with liquid. Consumer couldn't believe it did not feel that the heat was too much or that it would have caused such a burn. This was painful and consumer was disappointed in the product. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up on ((B)(6) 2018) new information from a contactable consumer includes: product lot number and expiration date. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Amendment: this follow-up report is being submitted to amend previously reported information: updated patient gender in narrative., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] blisters/did not feel that the heat was too much or that it would have caused such a burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare menstrual, lot #: s68523, expiration: 05/18) from unknown date for bad the cramps. Medical history and concomitant medications were not reported. Consumer recently tried the thermacare menstrual heat pads and wore it to work because of how bad the cramps were that consumer had. Consumer followed the directions and felt relief and was very happy with the results. However around 1pm consumer felt uncomfortable and went to the ladies room only to see that had developed to blisters one of which had already popped and another filled with liquid. Consumer couldn't believe it did not feel that the heat was too much or that it would have caused such a burn. This was painful and consumer was disappointed in the product. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (22jun2018) new information from a contactable consumer includes: product lot number and expiration date. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event [preferred term] blisters/did not feel that the heat was too much or that it would have caused such a burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. This female patient of unknown age started to receive thermacare heatwrap (thermacare menstrual, lot #: s68523, expiration: may2018) from unknown date at unknown frequency for bad the cramps. Medical history and concomitant medications were not reported. Consumer recently tried the thermacare menstrual heat pads and wore it to work because of how bad the cramps were that consumer had. Consumer followed the directions and felt relief and was very happy with the results. However around 1pm consumer felt uncomfortable and went to the ladies room only to see that had developed to blisters one of which had already popped and another filled with liquid. Consumer couldn't believe it did not feel that the heat was too much or that it would have caused such a burn. This was painful and consumer was disappointed in the product. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per menstrual spec-22087, effective date: (B)(6) 2016. Consumer reports she "received a burn/blister" from wrap. The cause of the burn/blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (on (B)(6) 2018) new information from a contactable consumer includes: product lot number and expiration date. Amendment: this follow-up report is being submitted to amend previously reported information: updated patient gender in narrative. Follow-up (on (B)(6) 2018): new information received from product quality complaints included: investigational results. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per menstrual spec-22087, effective date: (B)(6) 2016. Consumer reports she "received a burn/blister" from wrap. The cause of the burn/blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.